Manufacturer narrative:
Per the clinic, the patient experienced seroma which leads to an infection at the incision site. Subsequently, the patient was hospitalized (date not reported) and was treated with oral, topical and IV antibiotics (specific date and duration not reported).

Event description:
Per the clinic the device was explanted on (B)(6) 2025 due to an extrusion of the receiver/stimulator. It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.